Event description:
A 7f amplatzer¿ torqvue¿ 180°delivery system (dtv180) was selected for use. The physician encountered difficulties while the 7f dtv180 sheath was advancing over the guidewire (model/type unknown) in the patient's patent ductus arteriosus (pda). To facilitate delivery of the sheath to the desired position, the guidewire was removed and a stiff guidewire (model unknown) was selected for use. The sheath remained in situ during the guidewire exchange. At the time of insertion of the stiff guidewire, the angiogram revealed bleeding in the pda. The physician considered that the vessel perforation occurred due to contact with either the dtv180 sheath or the second stiff guidewire. Emergency surgery was required to repair the vessel perforation and close the pda. The patient is recovering.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch/lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.